Event description:
It was reported to philips that the system's host computer was unable to boot up, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to bootup. Review of the log files shows host pc bootup issue. Upon troubleshooting, the philips field service engineer (fse) visited onsite, examined the system and found that the hard disk is not being read properly on the host pc. To resolve the issue, fse replaced the host pc. The defective parts were returned for analysis, for host pc, malfunction was not observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.